Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). The returned product was examined and it was confirmed that the instrument was broken into three pieces. Changes to the design were initiated 29 march 2007 (eco 232309) in an effort to make this instrument more robust. Due to the risk level associated with this failure mode no further design changes are being pursued at this time. The performance will be continued to be monitored via sep-419. The product shall be retained for future reference in a secure location as per procedures. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I am reporting the following broken instruments, from (B)(6) hospital. Sigma tibia impactor d2581-11-000, lot nb102484 broken, complete for return. Broken instruments reported to sterile services team, then reported to depuy synthes rep.